Event description:
On (B)(6) 2010, pt reported the down button on the infusion device was defective. This was first noticed on (B)(6) 2010 when trying to program a temporary basal rate. The down button pops up after being pressed. Pt does not know how long she has used this infusion device and boluses 3-5 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Up button continues to function as intended. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.